Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the 40 mg/dl range. Reportedly, low bg levels are due to the customer consuming alcohol. Customer addressed low bg levels with orange juice, protein bar, and glucose. Recommendation was made to discuss diabetes management with customer's health care professional.